Event description:
Event description boston scientific crm received information that there was intermittent sensing on the right ventricular (rv) lead. Programming was optimized to eliminate undersensing. It was also noted that there was noise on the rv lead which caused pacing inhibition. To date, the system is still implanted. At this time, no additional information is available. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The technical services consultants provided the caller with additional trouble shooting techniques in an attempt to determine the cause of the observations. No additional information is available at this time. If further information becomes available, the event will be reopened. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.